Event description:
It was reported to boston scientific corporation on may 12, 2021 that a wallflex fully covered biliary rmv stent was implanted to treat a 1 cm benign stenosis in the distal common bile duct during metal stent placement procedure performed on (B)(6), 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. It was reported that after the stent was deployed, the inner sheath got caught on the stent when the delivery system was attempted to be removed. The physician broke the delivery system into 2 parts in order to be able to remove the duodenoscope. The physician then entered again with a gastroscope to remove the remaining inner sheath using rat/crocodile tooth forceps. The stent remains implanted and the physician was comfortable leaving the stent in place. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a150207 captures the reportable event of delivery system difficult to remove. Medical device problem code a0501 captures the reportable event of inner sheath detached. Block h10: a portion of the wallflex biliary delivery system was received for analysis; the stent was not returned. Visual examination found the inner sheath was kinked near the tip and was detached from the delivery system. The yellow jacket was kinked. Media inspection was performed based on the photo provided by the complanant and found that the stent inside the patient was not fully expanded. No other issues were noted to the device. The reported event of delivery system difficult to remove could not be confirmed. It is not possible to replicate functional failure in the laboratory of analysis. The reported event of inner sheath detached was confirmed during visual inspection. The probable cause of the observed failure of the stent failure to expand via media inspection remains unknown without proper evaluation of the device. The investigation concluded that the reported events and the observed failures were likely due to factors encountered during the procedure. It may be the technique used by the user, and/or the interaction of the device with scope, limited the performance of the device and contributed to the stent getting caught on the delivery system and being difficult to remove. The physician broke the device into two parts which could have resulted in the inner sheath and yellow jacket to kink. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/ product label.

Manufacturer narrative:
(B)(4). The delivery system has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex fully covered biliary rmv stent was implanted to treat a 1 cm benign stenosis in the distal common bile duct during metal stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. It was reported that after the stent was deployed, the inner sheath got caught on the stent when the delivery system was attempted to be removed. The physician broke the delivery system into 2 parts in order to be able to remove the duodenoscope. The physician then entered again with a gastroscope to remove the remaining inner sheath using rat/crocodile tooth forceps. The stent remains implanted and the physician was comfortable leaving the stent in place. There were no patient complications reported as a result of this event.